Event description:
It was reported that the patient noted a pump alarm was audible after a CT scan. The patient also has a pacemaker. The patient was hospitalized for unknown reasons. Multiple CT scans and other tests had been performed. A motor stall was noted; no recovery was noted. The telemetry strip noted the following message: "stopped pump period may exceed tube set". The hcp was considering device troubleshooting. The pump contained fentanyl 4.0 mg/ml and baclofen 300 mcg/ml. Additional information has been requested from the hcp, but was not available as of the date of this report.